Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal part of the pipeline failed to open and the was positioned in a bend in the middle. The patient was undergoing treatment for a unruptured, saccular aneurysm located in the lica. The max diameter was 37mm and the neck diameter was 9mm. The landing zone was 4.2mm distal and 4.6mm proximal. The patient's vessel tortuosity was moderate. Medical history included nkda, hypertension, and cerebral aneurysm. It was reported that during deployment of a second device within the 1st pipeline shield, the distal portion of the 2nd device would not open. The body of the device was deployed up to the resheathing pad. All other portions of the device opened and apposed well but the distal couple mm would never open despite resheathing, attempted opening in a different part of the anatomy, and catheter manipulation. The device was removed and a 2nd shield in a different size was used without issue. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed more than two times. No additional steps or other devices required to open the pipeline, it was removed from the patient. The patient did not experience any injury or complications. It was noted that the devices were prepared according to the instructions for use (IFU). Dapt (dual antiplatelet treatment) was administered, the pru level was 26. Angiographic result post procedure was "good wall apposition and good angiographic result." Ancillary devices include a penumbra neuro max 90cm guide catheter, a phenom plus 120cm and phenom27 150cm micro catheter, and a stryker synchro soft guidewire.

Event description:
Medtronic received a report that the distal part of the pipeline failed to open and the was positioned in a bend in the middle. The patient was undergoing treatment for a unruptured, saccular aneurysm located in the lica. The max diameter was 37mm and the neck diameter was 9mm. The landing zone was 4.2mm distal and 4.6mm proximal. The patient's vessel tortuosity was moderate. Medical history included nkda, hypertension, and cerebral aneurysm. It was reported that during deployment of a second device within the 1st pipeline shield, the distal portion of the 2nd device would not open. The body of the device was deployed up to the resheathing pad. All other portions of the device opened and apposed well but the distal couple mm would never open despite resheathing, attempted opening in a different part of the anatomy, and catheter manipulation. The device was removed and a 2nd shield in a different size was used without issue. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed more than two times. No additional steps or other devices required to open the pipeline, it was removed from the patient. The patient did not experience any injury or complications. It was noted that the devices were prepared according to the instructions for use (IFU). Dapt (dual antiplatelet treatment) was administered, the pru level was 26. Angiographic result post procedure was "good wall apposition and good angiographic result." Ancillary devices include a penumbra neuro max 90cm guide catheter, a phenom plus 120cm and phenom27 150cm micro catheter, and a stryker synchro soft guidewire.

Manufacturer narrative:
H3: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box, within a tyvek bio-pouch, within a primary plastic bio-pouch, within an opened pipeline flex inner pouch (b201954), and within a secondary plastic bio-pouch. Visual inspection/damage location details: the pipeline flex embolization device was returned within the phenom 27 catheter. The p ipeline flex was extending from within the phenom 27 catheter hub for ~40.5cm and from within the distal tip for ~6.5cm. No damages were found with the phenom 27 catheter hub, body, or distal marker/tip. No bends or kinks were found with the pipeline flex pusher. The pusher was found intact. The pipeline flex pusher resheathing pad, ptfe sleeves, and tip coil appear to be in good condition. The pipeline flex braid was returned already detached from the pusher; therefore, the braid ends (proximal, distal) could not be identified. The braid ends were found open but damaged (frayed). Based on the device analysis and reported information, the customer¿s ¿failure/incomplete open distal¿ report could not be confirmed. It is possible the damage found with the pipeline flex braid, the placement of the braid in a vessel bend or the patient¿s ¿moderate¿ vessel tortuosity contributed to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.